Event description:
Per incident reports: "upon moving pt. To stretcher after procedure finished and pt. Extubated it was noted by circulation rn ot's lle was red and swollen distal to her knee (where scd had been placed). Pt able to move toes on lle, and pulses palpable, lle warm to touch. In pacu pt. Verbalizes ability to feel foot on lle. Recommended to surgical team q15 min neurovascular checks for lle in pacu with concern for compartment syndrome." The pt. Was transferred to the pacu. The operating room nurse and anesthesia resident related the information that the scd pump in the operating room malfunctioned on the pt's left leg. Pacu rn noted blanchable redness on pt's leg. Pulses palpable. Surgeon aware and placed order for q1h vascular checks. Operating room charge aware. Pt's leg not in pain and redness disappeared after an hour." A (B)(6) female with lower left leg weakness after malfunctioning scd during surgery. Exam shows severe weakness of common peroneal innervated muscles (eversion, dh, ehl) with some bruising around the fibular head. Some weakness of pf and inversion, though not as prominent. Overall, likely had compression injury of common peroneal and possibly tibial. Would give time and work with pt. If continued weakness after 1 month, would refer to neuromuscular clinic and get emg/ncs. Avoid crossing legs.